Manufacturer narrative:
Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code 1 because, although the device was operating within specifications, medtronic modified the specifications making this the closest code available with respect to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8578, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: catheter. Analysis of the catheter found a leak due to coring, tears, or cuts in the tubing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient who was receiving 30.0 mg/ml dilaudid at 2.500 mg/day, 30.0 mg/ml bupivacaine at 2.500 mg/day, and 2250 mcg/ml clonidine at 187.5 mcg/day via an implantable pump for failed back surgery syndrome and spinal pain. It was reported that the patient's pump and catheter were explanted due to battery depletion. It was noted that the device was used in a patient and the intended use of the device was for treatment. There was no patient death, no symptoms reported, and the patient recovered without sequelae. If additional information is received, a follow up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.